Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was prompting an "error 1" message. Per the onetouch ultra2 owner's booklet, this error appears when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The pt reported that the alleged issue began five days before the event in the morning. The pt claimed he took his usual dose of insulin (25 units of novolin n and 13 units of novolin r) since he was unable to obtain a reading. On an unspecified date/time, he attempted to test on his backup meter (onetouch ultramini meter), but also obtained an "er1". Sometime after the reported issue began (date/time unk), the pt reported developing "low symptoms" and described feeling "dizzy, sweaty, and disoriented". The pt denied receiving medical intervention. At the time of troubleshooting, the cca was unable to resolve the issue. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.